Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Patient experienced hernia one month prior to (B)(6) 2015 surgery date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (pd) therapy. Approximately one month prior to the scheduled date of the hernia repair surgery, the patient was diagnosed with the hernia. The cause of and the location of the hernia was not reported. The patient was not hospitalized for the event. At the time of this report, the patient was recovering from the hernia and was no longer on pd therapy. No additional information is available.